Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was the patient stopped charging the ipg (date unknown) and as a result the device was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was recaptured following the procedure.